Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and the non-cordis sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The patient¿s bmi was not available. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A standard non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque and mild vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator window of the exoseal device was facing up during retraction and did not change at all. When the device was removed from the patient, there were no damages noted to the indicator wire loop. A non-sterile unit of product "vascular closure device - 5f" was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted inside an unknown non-cordis catheter sheath introducer (csi); the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set on the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed. The functional analysis was performed. The unit was previously submerged in an ultrasonic machine to remove the blood. The cowling guard was set on the lock position. The indicator wire was pulled to move the indicator window from black/white stage as received into the black/black stage. At the black/black stage the deployment button was pushed down and it was completely depressed. The indicator window turned into black/red/white stage. The three stages were achieved in the indicator window as expected and the deployment button perform properly. The indicator wire area was evaluated with a vision system to magnify the loop observing that it had the correct loop shape without any visible damages or anomalies. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as "indicator wire- damaged loop" was not confirmed. The indicator wire has the correct loop shape without any visible damages or anomalies. The indicator wire performs as expected when was pulled to move the indicator window from black/white stage as received into the black/black stage. The indicator window achieved the three stages deploying the plug as expected and the deployment lever perform properly. The cause of the reported event could not be determined; however, it is possible that vessel anatomy (such as the calcification and tortuosity reported) contributed to the reported issue. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and the non-cordis sheath to position the indicator wire against the vessel wall. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). A visual inspection revealed no damage to the indicator wire loop. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The patient¿s bmi was not available. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A standard non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque and mild vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and did not change at all. When the device was removed from the patient, there were no damages noted to the indicator wire loop. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.